Event description:
Related manufacturer reference number:2017865-2023-52574 it was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from x-ray that patient's atrial and right ventricular (rv) lead was dislodged. It was also noted that the atrial lead exhibited undersensing and loss of capture. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement, undersensing and loss of capture were not confirmed. As received, partial lead was returned in two pieces with the helix found stretched/bent and clogged with dried blood/tissue. X-ray examination found no anomaly of the inner coil at the connector region. X-ray examination of the helix mechanism found the helix stretched/bent which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. No other anomalies were found.